Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported alarm heard/confirmed by telemetry. Healthcare professional (hcp) stated the patient's expected end of service (eos) date was (B)(6) 2017, but the patient has been having difficulties with their insurance so they will not be replacing the pump until (B)(6) 2017. Hcp stated they decided to bring the patient in yesterday and tried to fill up the pump. The hcp was not at the procedure yesterday, but the hcp who was there reported they had difficulties filling the pump and when they tried to program it, they saw a message with "terminal" and "614". Hcp stated the patient's pump has been alarming since then as well and was currently alarming. It was noted that the patient called the hcp on (B)(6) 2017 and they were slurring. It was reviewed there is no "614" code with the 8840. When asked if seen on personal therapy manager (ptm), and they stated it was on the 8840. It was reviewed the "terminal" message most likely was the terminal event message that occurs when eos occurs. It was reviewed the "614" could be the date, but hcp was not able to confirm since they did not have the information in front of them. It was reviewed to consider replacing the pump and consider managing the patient by other medication (oral medication). Hcp will address this issue since the patient is not getting any medication from the pump at this time and may be going through withdrawal. The patient experienced slurring and possibly withdrawal. The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.